Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that some of the patient's symptoms were not properly addressed due to the leads being implanted in an inadequate target area. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and placed in the correct target areas to address the issue